Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer's blood glucose (bg) may have exceeded 500 mg/dl; however, customer was unsure of exact value. A correction bolus was delivered, manual injections were administered, and supply changes were performed resolving the bg/alarms.